Event description:
Pt with normal ldh range of 300-400 elevated into 700 range. Denies dark urine and lvad alarms. Has had ldh in the 700 range in (B)(6) 2018 with addition of plavix and slight decrease in ldh. Taking plavix and coumadin as ordered. On (B)(6) 2018, pt presented to clinic with ldh in 1000 range and complaints of dark urine. Heparin and bicarb started. On (B)(6) 2018, lvad flows and powers now elevated in the 9's. On (B)(6) 2018, pt taken to operating room for heartmate ii to heartmate iii exchange. Debris noted to be present in the inlet to the hm ii pump.